Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the flickering of the image is considered to have been intermittent and unstable electrical signals. Therefore, the electrical signal became intermittent and unstable due to the following factors, and flickering of the image might have occurred. -the cable may have been partially broken. Partial disconnection may have occurred due to excessive load such as bending or torsion to the cable. -the video connector may not have been securely connected to the processor. There is a possibility that the connector was not pressed into the processor until there was a feeling of clicking, or that it could not have been surely charged due to garbage or dirt adhering to the electrical contact part of the connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Osh checked the subject device and found that the reported phenomenon could not be duplicated, the endoscopic image of the subject device had noise but was visible. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device flickered and could not be visible. There was no report of patient injury associated with the event.